Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was indicated that during the patient transfer from a wheelchair using sara 3000 active lift sling detached from the lift due to sudden movement of the patient. It was indicated that as a consequence the patient fell down but without sustaining injuries.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it was suggested that the sling detached from the sara 3000 active lift due to sudden movement of the patient. As a consequence the patient fell down but without sustaining injuries. When reviewing similar reportable events, we have found (B)(4) cases with similar general fault description clip detachment on active lift, however the occurrence rate observed for this failure mode is currently considered to be very low. The lift and the sling device were inspected and it was reported that both (the lift and the sling) were used after the incident and were not quarantined by the customer's facility. The sara 3000 active lift was inspected and no malfunctions were found that could have caused or contributed to the event. During our investigation the sling was found with its antiskid material deteriorated. This is not impacted on the performance of the sling when using according to the sling instruction for use (IFU) but this is an indication that the sling exceeded its expected lifetime and should be withdrawn from use and replaced. Nevertheless, the lift and the sling which work together as a system were found to have not been to specification when the event took a place. It can be established that the system was being used for patient handling but it appears it contributed to the event most likely due to a use error. Following our simulations performed when the labeling is followed, the clips are in place and the straps are under tension before a transfer starts. This being the case, the clips are pulled into place by the weight of the person being supported, and the clip cannot detach from the lift. Even when the labeling is not followed and the clips are in place but not under tension: once the transfer starts they will become under tension automatically. When clips are specifically attempted to be balanced on the pins in a way that they are "half on", lifting is impossible, as the slightest movement will allow at least one clip to detach right away. Based on the above the scenario where a clip could detach from the sara 3000 lift appears to be highly unlikely. Following this, the most common and likely root cause for an event where a clip is not in place during the transfer of the person in the sling : that the clip was not correctly put in place and monitored to stay in place, with the straps under tension at the beginning of the transfer. The sudden movement of the patient was rather a result of being not supporting by the sling which was not attached correctly to the sara 3000 active lift. The sara 3000 lift instructions for use (IFU) supplied with the lift includes important information concerning proper and safe use of the device - "warning: always check that all the sling attachment clips are securely connected and fully in position before and during the lifting cycle, and in tension as the resident's weight is gradually taken up. Make sure each clip is attached to the correct clip attachment point on the resident support arms". From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the staff counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities based on the initial indications and in the abundance of caution.